Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: product code: 412.214s. Lot number: 39639p9. Manufacturing site: mezzovico. Release to warehouse date: 31 oct 2024. Expiration date: 01 nov 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw was damaged stripped, head appeared detached cut from the threaded body. Screw head was returned attached to plate from the femoral neck kit returned (04.168.100s). The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces with other tools and hard edges coming in contact with the device. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l40 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that there was cold fusion of the diaphyseal bicortical screw: during recovery for ablation of the fns nail, observation of cold fusion of the diaphyseal bicortical screw. Increased service time, use of diamond cutter, large metal debris. Removal of the entire nail.